Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contact animas alleging the patient¿s blood glucose was between 250-499 mg/dl with vomiting, symptoms of dehydration, and headache. It was reported the patient was treated in an emergency room with intravenous fluids. The reporter stated, the patient was not on pump therapy at the time of the event since the patient¿s health care provider alleged the pump was not delivering correctly and required replacement. The pump was unavailable at the time of the complaint and troubleshooting was unable to be completed. This complaint is being reported because the patient¿s reported serious injury occurred after the patient discontinued pump-use for an alleged unknown malfunction.